Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and other chronic/intractable pain in their trunk/limbs. The patient reported having four short episodes of shocking and their stimulation turning off and back on by itself. The patient reported having a fall about a week ago and having strained their back. The rep stated that troubleshooting included checking all impedances which were within normal range, they added a new group without the sensor feature to troubleshoot the device, and they added an hd group. The rep is having the patient keep a log noting in detail the date, time, body position, group, etc. When the shocking occurs. They were not able to reproduce any of the patient¿s symptoms on the day of the report. The patient would let the rep know if they needed any additional assistance. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.